Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter (subject device) dissected the vessel. To treat the dissection, a stent was advanced to a point proximal to the target location. The stent suddenly partially deployed. The physician attempted to pull the stent to the outer body, but it did not move. The physician then tried to use a goose neck snare, but it did not move. When the stent was finally retrieved, it broke and one segment of the stent remains in the femoral artery. No additional information was provided.

Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter (subject device) dissected the vessel. To treat the dissection, a stent was advanced to a point proximal to the target location. The stent suddenly partially deployed. The physician attempted to pull the stent to the outer body, but it did not move. The physician then tried to use a goose neck snare, but it did not move. When the stent was finally retrieved, it broke and one segment of the stent remains in the femoral artery. No additional information was provided.